Event description:
Pt complained of painful needle insertion during intrathecal baclofen pump refill. Upon withdrawal of needle, a small fragment of foreign substance (metallic burr?) Was round on the end of the needle was retained for analysis. Manufacturer notified. (B)(4).